Event description:
It was reported that an ilet user with dementia performed approximately five meal announcements in response to high glucose alerts and then disconnected the infusion set, with the sequence of actions unknown. Symptoms included hyperglycemia peaking at 298 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem involving improper procedure or method related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.